Event description:
Severe low pelvic pain on left side, migraines, had multiple surgeries for pelvic pain didn't help had to have tubes removed and they took the devise out with tubes I feel better since removed. Lost multiple jobs because of missing time and not being able to stand for long period of time the essure has taking years away from me and my family I couldn't enjoy life for years because of pain. #medwatcher #mw156327.